Event description:
It was reported that the cartridge was not lining up with the pneumatic tap and would not fit onto the pump. There was no reported impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge.